Manufacturer narrative:
Device evaluation- one device was returned for evaluation. The device was given functional testing; this showed the device leaked at the filter area. During production this device type is 100% visually inspected. During this inspection the device is examined to ensure the tube and filter's tube engagement meets with specification, tube "back out" does not exceed allowed specifications and any delamination is within allowed specifications. This product type is also sampled for further testing and inspection. The device instructions were reviewed: this showed several cautions are listed related to leakage at the filter. "Do not use this administration set to deliver lipid emulsions as the 0.2 filter will not function properly"; "solutions containing high levels of surfactants may cause fluid leakage through the air vent passage of the filter"; "do not attempt to prime the product using a syringe as this will damage the filter". The investigation did not identify any problems related to the manufacturing process. The investigation determined the likely cause was damage occurring during use; likely by introduction of silicone oil during filling (oil introduced through filling syringes or vials).

Event description:
Information was received indicating that a smiths medical disposable was leaking around the filter area. A chemotherapy was being infused. There were no reported adverse events.